Manufacturer narrative:
Correction: h6 patient code: e2403 was updated/corrected to e2402. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) and it was reported the reason for the pump revision was inability to aspirate the catheter. The revision was not yet scheduled, but the rep would follow-up with a revision date. The hcp recommended a pump revision, and the event was not resolved at this time. The devices remained implanted and would be returned after the pump revision.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown drug via an implantable pump for unknown indications for use. It was reported that the healthcare provider (hcp) scheduled dye study due to patient saying she ¿doesn¿t feel like it¿s working.¿ there were no known environmental/external/patient factors that may have led or contributed to the issue. The hcp notified the company representative and attempted dye study on 2024-04-04. Action: attempted to aspirate the catheter to complete dye study, and hcp stated that he was unable to aspirate the catheter through the catheter access port (cap) chamber. The hcp was scheduling a pump revision but there was still no date at this time. The patient weight and medical history were asked but unknown at this time. The patient status was alive and no injury. The issue was not resolved.